Event description:
Additional information noted that the lead was repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up an increase in pacing thresholds was noted when it comes to this right atrial (ra) lead as well as pacing failure. A possible lead dislodgment was suspected. The settings were changed and pacing failure was resolved. A possible repositioning procedure was discussed, but no specific date was planned. No adverse patient effects were reported.